Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked display window corners, broken battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the insulin pump had scratches on the display screen and cracks on the battery compartment and reservoir compartment. The blood glucose reading was 140 mg/dl. Advised replacement of the insulin pump. Nothing further reported.